Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12-mar-2026, arthrex was notified via email of a case study published in 2019 by the journal of arthroscopic & related surgery, titled ¿return to sport and work after high tibial osteotomy with concomitant medial meniscal allograft transplant". The study reviewed twenty-six (26) patients who underwent opening wedge high tibia osteotomy, to address high tibial osteotomy, using hto wedge plates. During the average of 9.3 ± 3.7 (range, 3-13 years) year follow-up period, four (4) patients underwent hardware removal for painful hardware. Source: liu jn, agarwalla a, garcia gh, et al. Return to sport and work after high tibial osteotomy with concomitant medial meniscal allograft transplant. Arthroscopy: the journal of arthroscopic & related surgery. 2019/11/01/ 2019;35(11):3090-3096. Doi:https://doi.org/10.1016/j.arthro.2019.05.053.